Event description:
It was reported that the graftmaster was used as treatment to seal a perforation caused by another device. Reportedly, the graftmaster failed to cross the lesion. A balloon was kept dilated at the site of perforation and then the patient for sent for surgery to seal the existing perforation. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.